Event description:
The hcp reported that the device could not be recharged and the patient was seen for follow-up in late 2006. It was determined that the pulse generator had spontaneously flipped over and was not secure within the device pocket. The device was manually flipped back into place and surgery had been anticipated to firmly attach (tack-down), the device to the pocket tissue. Surgical notes show revision in early 2007; the patient had been placed under general endotracheal anesthesia and the area around the pulse generator had been prepped and draped using sterile technique. Upon incision of the pulse generator pocket, a significant amount or turbid fluid was seen. Cultures were obtained; results of gram stain had revealed a few wbcs and no bacterial organisms detected. Inspection of the device pocket showed the lateral tacking suture had been intact but evulsed from the pocket tissue; it was no longer attached to the underlying tissue. The pulse generator was removed from the pocket and the area irrigated with antibiotic solution (not identified). The pulse generator was subsequently placed into a mesh bag, which was tightly secured around the device and replaced into the pocket, using 2-0 monofilament nylon sutures to secure the device at all four corners to the tissue. The pocket was then irrigated with antibiotic solution and closed. The estimated blood loss had been negligible. At follow-up on fifteen days later, the patient reported adequate therapy control, other than an aching sensation reported in her legs. Upon palpation of the implanted electrode, a sound (noise) had been heard and was attributed to fluid collecting in the area. The surgical wounds had appeared benign and the system was reprogrammed by the field staff. The patient reported via telephone on the following month, that fluid leakage (discharge), had been detected the day before from the device pocket and therapy control had been detected day before from the device pocket and therapy control had been intermittent; the pulse generator would turn off and on. At follow-up on two days later, inspection had revealed no redness, discharge or fluid seen under the skin at the pulse generator implant site. The area was tender. Surgical revision was scheduled the following day and the patient began a course of oral antibiotic (bactrim). Results of laboratory testing showed her "bleeding time was 7.0," the protime and ptt had been within normal limits; wbc was 12.4, hemoglobin 12.8, hematocrit 37.3, platelets 277,000, sodium 136, potassium 4.3, chloride 102, bicarb 26, glucose 106, bun 13, creatinine 1.0, and sedimentation rate was 55. Results of blood cultures (x2), and cultures of the device pocket site (dates were not provided), had been negative for growth. Surgical notes revealed hospital admission for total system explant on the next day; the pulse generator, thoracic epidural electrode, and proximal connecting wires were removed and t9, laminectomy performed due to infection in the pulse generator pocket. The patient had tolerated the procedure well, she remained afebrile and her condition seemed improved; the post-operative period was uneventful. IV vancomycin had been administered, after consultation from an infectious disease physician. The patient was subsequently treated with wound vac, which had been placed at the site of pulse generator explant. The patient was discharged to home (date unknown), and would follow-up at the wound care clinic for change out of the wound vac every three days. She also received a freedom v.a.c. For home use. She was seen one week post-operatively and began treatment with bactrim due to an elevated white count of 11,100 and a sedimentation rate of 30. The patient had returned to baseline pain that was detected in her lower back. At follow-up on the following month, the wound vac had been removed and the surgical wound was nearly closed. On approx one and a half months later, the surgical wound was completely closed and had appeared benign. Re-implant a new spinal cord stimulator system was anticipated within three months.